Event description:
According to the reporter: when one of tubes was clamped, the center of the clamp was broken. A kocher clamp was used as a substitute. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).